Manufacturer narrative:
The reported complaint of "the autopulse platform displayed user advisory (ua)45" was confirmed during functional testing, but not in the archive data. The root cause was due to driveshaft not to be at "home position", most likely attributed to unintended user error. Visual inspection of the returned platform revealed damaged front cover and a defective lcd with missing pixels/lines. The observed physical damages were unrelated to the reported complain and appear to have been caused by wear and tear as a result of an aging device. The autopulse platform was manufactured in march 2008, and it is over 11 years old, well beyond its expected service life of 5 years. A review of the autopulse platform archive was performed, and ua45 error message was not observed on the reported event date; thus, not confirming the reported complaint. During functional testing, upon powering up the platform, ua45 was displayed. Therefore, the reported complaint was confirmed. It was also observed that the clutch plate was sticky, unrelated to the reported complaint. Following service, including adjustment of the driveshaft to "home position," replacement of the front cover and lcd, as well as deburring of the clutch, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 9/23/2016, and the driveshaft was moved to its "home position" to remedy the fault.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua)45 (not at "home" position after power-on/restart) error message. No patient involvement.